Event description:
Thoracentesis was performed. At the end of the procedure when the catheter was removed the tip sheared off and remained in the pt. X-ray revealed the retained tip and the pt required surgical intervention.